Manufacturer narrative:
The insulin pump passed stop current, run current and off no power tests, no blank display or battery out limit alarms noted. The insulin pump had intermittent button response due to moisture damage to keypad traces. The device had cracked battery tube threads, scratched lcd window, cracked case near lcd window corner, scratched reservoir tube window, cracked reservoir tube lip, broken belt clip slot, stained address and or serial number label, and missing end cap sticker.

Event description:
It was reported by the customer that their insulin pump was alarming and had a blank display screen. During troubleshooting, customer was asked if the device showed physical damage and customer stated a small crack near battery compartment. Next, customer was asked if they are able to rewind the device. Customer stated device is able to rewind. Afterwards, customer confirmed keypad was unresponsive to user inputs. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 200 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)